Event description:
Account states that dr. Snipped sutures, tried to remove jp drain and it broke upon attempted removal. Patient had to return to surgery to remove the majority of the drain that remained inside patient.